Event description:
A baxter service technician reported finding a infusor pump with false occlusion alarm due to out of adjustment occlusion switch. This event occurred during product evaluation and may have resulted in a interruption of delivery. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4).the assignable cause was the out of adjustment occlusion switch. The occlusion switch was readjusted.